Manufacturer narrative:
.

Event description:
The customer reported that the device issued a "speaker malfunct." No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device issued a "speaker malfunct." There was no allegation of an adverse event or any patient or user harm.